Event description:
It was reported that 246 days after a drug eluting stenting treatment procedure, a thrombosis occurred. The target lesion was located in the non-tortuous, non-calcified left anterior descending artery (lad); the vessel diameter is reported as 2.50 mm. During the initial procedure the lesion was 90-95% stenosed and treated with a 2.50 x 20 mm taxus express2 drug eluting stent. The pt was placed on plavix and aspirin and discharged to home. Plavix was stopped six months post procedure and the pt stopped taking aspirin 3 days before the thrombosis occurred. Two hundred fourty six days after the initial procedure the pt experienced acute ischemia and an anterior myocardial infarction. The pt was recatheterized and thrombosis was found in the lad at the previously deployed stent. The thrombosis was treated with a liberte bare metal stent. The dr feels the thrombosis is related to the taxus stent and the pt stopping aspirin. No pt complications were reported during the procedure. The pt status is reported as `satisfactory/good'.